Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery because the device stopped working. Upon explant, a fluid loss in the system was identified. The device was removed and replaced with a new ipp. There were no further patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.